Event description:
It was reported that a stent deployed in outer sheath. Following the insertion of a 6fr 90cm non-bsc sheath, a 6x120x120 epic vascular stent was advanced towards the vessel for a contralateral vascular procedure. Upon inserting the device into the vessel, the stent has to be removed. The physician attempted to readvance the device; however, the hydrophilic guide wire had not been wiped down prior to the readvancement of the stent and had become tacky. The outer sheath of the stent delivery system partially retracted, exposing the stent. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).